Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that electrode #9 was out of range. It was unknown if any external factors may have led to the issue. The rep repeated the impedance check and programmed around the out of range electrode. The issue was reported to be resolved at the time of the report. No symptoms or further complications were reported.